Manufacturer narrative:
The implant was not returned, but radiographs confirmed the screw fracture. The implant remains in-situ, and no further investigation can be completed at this time. It is unknown if the patient complied with postoperative instructions. Root cause has not been determined, no conclusion can be drawn. Review of labeling notes: warning, cautions and precautions: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, fracture of the vertebra, and vascular or visceral injury. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Device remains in-situ.

Event description:
On (B)(6) 2015 a (B)(6) male was implanted with a helix revolution acp system at c4-c6 with a medtronic cornerstone allograft. On (B)(6) 2015 at the three month postoperative visit it was noted that the screw was starting to bend. On (B)(6) 2015 radiograph confirmed the screw had fractured. During one of the office visits, patient complained of arm pain. The surgeon has elected to monitor the patient's condition. Device remains in-situ. No revision surgery is scheduled at this time.